Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had not had a bowel movement for the last 72 hours and while showering the patient wet their bandage which then fell off and may have pulled the lead which was painful. Additionally the patient was not feeling stimulation and troubleshooting could not be done because the device could not connect. The caller was advised to follow-up with the patient's healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the programming was changed on 2017-07-25, which resolved the lack of stimulation, communication issue, and other issues.